Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Patient prepped per normal protocols. Both lsa and celiac marked with ivus. A 46x42x200 relay pro nbs placed just proximal to celiac. Surgeon than landed a 46x46x200 relay pro nbs distal to lsa. Vascular fellow was deploying relay pro under instruction from attending physician. Fellow did not turn control panel to #2 while trying to deploy graft. Graft may have been pulled slightly back when problem identified and fixed and graft ultimately identified. Surgeon seemed fine with graft placement on final angio and closed patient." Patient outcome: "physician notified rep of infolding issue on inner curve of the 46x46x200 graft. Plan to treat patient on 12-19 by ballooning or use of palmaz stent. Case plan available, billing sheet and before/after CT scans available."